Manufacturer narrative:
The returned device was evaluated. During functional evaluation of the device, uspo2 cable was unable to establish communication with interfacing device. X-ray inspection was performed and a wire break was identified inside the inline low power module at cable solder point. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
The customer reported a signal does not come through cable unless the connector is wiggled. No consequences or impact to patient were reported.